Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An administrator reported an incomplete flap bed temporally, and flap side cut due to loss of suction during a lasik flap procedure. Reporter indicated the patient returned for photo refractive keratectomy (prk) as a result of the incomplete corneal flap.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).